Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08182. It was reported the pt neither used not charged the ipg (implantable pulse generator) for several years as he was having unintended stimulation in one kidney and was not getting pain relief. Reprogramming attempted did not resolve the issue. F/u info received the pt had decided not to have any surgical intervention to address the issue and will keep the device implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.